Event description:
There was no indication that the product caused or contributed to an adverse event. The pump was returned for investigation. Investigation revealed the display screen was dim/faded and the battery cap contact height was above specifications. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display screen was found to be faded/discolored. A test screen was inserted and functioned appropriately. Unrelated to the display issue, the battery cap contact height was found to be above specifications. The battery cap contact width was within specifications. The battery cap was observed to be stripped and could not secure properly to the pump- the yellow o-ring was visible. The battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.